Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise during the implant procedure. The noise was not being oversensed. Subsequently, this product was removed and another lead was successfully placed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. It was discovered that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.